Manufacturer narrative:
Update to b3 - date of event changed as further information was provided on 12may2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation, dislodged cannula, and prescription reported. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation characterized by redness and swelling occurred while wearing the pod on the abdomen between 5 and 24 hours. The patient has a known allergy to plasters and very sensitive skin. The patient¿s mother contacted the pediatrician at (B)(6) and sent pictures of the irritated skin via email on 11mar2025. Based on the review of the images, the pediatrician diagnosed an allergic skin reaction and prescribed flixotide spray, to be applied to the site prior to each pod placement. The patient had been using flixotide spray for approximately six months, which improved the skin condition. During a later wear, the pod fell off the infusion site while swimming, causing the cannula to dislodge despite use of a pod pal. No changes in blood glucose levels were reported. A new pod was applied successfully.